Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited oversensing of noise. A revision procedure was performed where the ra lead was surgically abandoned and the ICD was explanted for reported normal battery depletion. No additional adverse patient effects were reported.